Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 3.7 mmol/l at the time of the incident. The customer did not troubleshoot the issue. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump received with critical insulin pump error and unable to download due to corroded electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, or verify broken force sensor error alarm due to critical insulin pump error (open book image) and unable to download. Moisture damage was also found on the motor, the force sensor, and the keypad traces during visual inspection. The insulin pump received with scratched case, missing display window cover, case cracked behind the pump near the battery compartment, end cap address label peeling, pillowing keypad overlay, and minor scratched lcd window.